Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported there was a lead fracture of the conductor in close proximity to the coil indicated by high impedance and a lead alert. It was further reported the fracture was visible on xray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: unknown epicardial pacing lead, implanted: unknown, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.